Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
While reviewing the remote follow-up from 20 april 2021,the real time egm on the atrial channel was completely flat, and atrial markers are not present in the marker channel, despite being programmed in ddd. On (B)(6) 2021, a reintervention was performed. The atrial lead was found to be dislodged. It was replaced by another lead, without problems. Normal parameters were then obtained.